Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the device was reprogrammed and the patient would be evaluated the following week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient asked for reprogramming as they were not getting relief of back pain. An impedance check showed electrode 13 was out of range. It was unknown what led to the issue. The rep reprogrammed around electrode 13, but they were unable to get good right leg coverage. The issue was not resolved. No further complications were reported.